Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software did not suspend insulin delivery when the customer's blood glucose (bg) decreased to 41 mg/dl. Multiple attempts were made to obtain a pump upload; however, the customer did not respond.